Event description:
Sparks seen during cutting of papilla of vater in the duodenum. Wire noted to be broken. Spincterotome tone was retreived over a guidewire and ptg 30 used to successfully cut spincter. Sparks were noted during use of this device also. The effect on the patient was minimal in this case. No bleeding noted.